Event description:
Pt was revised because the lag screw was too short and a longer screw was needed to achieve more engagement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.